Manufacturer narrative:
Continuation of d11: 5554 lead implant unknown, 6935m62 lead implanted: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing of noise, possible undersensing, and t-wave oversensing (twos) due to intrinsic with retrograde p-waves and far field r-wave (ffrw) oversensing. It was further noted that the right ventricular (rv) and left ventricular (lv) leads exhibited occasional non-captured biventricular pacing beats. Additionally, it was noted the cardiac resynchronization therapy defibrillator (crt-d) did not detection atrial tachycardia/ atrial fibrillation (af/at) well due to slow atrial flutter rates. It was also indicated that the morphology discriminator scores were poor, so the feature was programmedto monitor. The ra, rv, and lv leads and the crt-d remain in use. No patient complications have been reported as a result of this event.